Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of a blank display and low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that they received a new battery cap for the low battery and the battery still lasts for only one day. The customer stated that the battery currently in use is an aaa alkaline battery. The customer stated that she had a low battery occur almost daily which resulted in a blank display. The customer stated that the low battery occurred 12 times over the last 30 days. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer will be sent a replacement battery cap. The customer declined to troubleshoot for blank display because she attributes to the battery dying frequently.

Manufacturer narrative:
The pump passed the displacement test. The pump was monitored for several days and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. No unexpected low battery test noted. The pump was received with a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.